Event description:
The construct loosened approximately four months post operatively. The cap nut became loose, and the rod slipped out, but remained attached to the pedicle screw. The patient experience pain in the area where the rod slipped. It was also noted that the patient was not fused at the l-3/4 location. A re-operation was performed to correct this condition. Patient is doing well post operatively; construct noted to be stable.